Manufacturer narrative:
B3: event date is an approximation as the exact date was not reported . The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b5,e1 - first name , e1 - last name h3 other text : single-use, device discarded.

Event description:
The consumer reported two(2) unconfirmed false negative results with the binaxnow covid-19 ag self test for two patients performed on unknown date. This MFR. Report addresses patient one(1) of two(2). The consumer reported unconfirmed false negative with the binaxnow covid-19 ag self test performed on unknown date. Additional testing was performed twice using two unknown brands of antigen test and both of them generated positive results. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two(2) unconfirmed false positive with the binaxnow covid-19 ag self test for two patients performed on unknown date. This MFR. Report addresses patient one(1) of two(2). The consumer reported unconfirmed false negative with the binaxnow covid-19 ag self test performed on unknown date. Repeat testing was performed two times (unknown platform) and both of them generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Event date is an approximation as the exact date was not reported . The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.